Event description:
During a routine follow-up, the physician observed a device sensing issue. Imaging was obtained, and suggested that the leads may be entangled as a result of manual manipulation of the device. Physician brought the patient to the or, and upon surgical exploration, both leads were found to be twisted, and the sensing lead was broken at the secondary anchor but the sensor tip remained intact. Due to a risk of patient injury, the physician explanted the ipg and sensing lead, implanted a newer ipg model that does not require a sensing lead, sutured, and closed. The revision surgery restored therapy, addressed the risk, and the issue is now resolved.